Event description:
It was reported that during the implant procedure, this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pacing and shock impedance measurements along with noise, high threshold and loss of capture (loc). The rv lead was reseated two times without resolution. The ICD was removed and replaced but the issue remained. The rv lead was then removed and replaced which resolved the issue. The physician suspects an issue with the ring-to-distal coil. The physician reported that during the rv lead procedure, when using the stylet, at the distal part, it was difficult to insert it to the end. Both the ICD and rv lead are expected to be returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. A stylet insertion test passed without issue. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body and electrode tip found no anomalies. However, the set screw marks (5) were noted to be in the incorrect location on the terminal pin. The marks were towards the terminal pin end, which points to improper insertion depth of the lead terminal pin into the device header. This could cause the electrical issues seen on this lead in the field. Laboratory analysis did identify the lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was used due to prolonged procedure.

Event description:
It was reported that during the implant procedure, this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pacing and shock impedance measurements along with noise, high threshold and loss of capture (loc). The rv lead was reseated two times without resolution. The ICD was removed and replaced but the issue remained. The rv lead was then removed and replaced which resolved the issue. The physician suspects an issue with the ring-to-distal coil. Both the ICD and rv lead are expected to be returned for evaluation. No adverse patient effects were reported.